Event description:
A sprinter legend rapid exchange (rx) balloon dilatation catheter, length 12mm, diameter 1.5mm was intended to treat a 70% stenosed lesion in a patient's cx. It was reported that balloon did not inflate during surgery. It was reported that device was not inspected prior to use. No patient injury occurred and no clinical sequelae have been reported. The target lesion was treated with another sprinter legend of the same size.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: 70% stenosis. Evaluation summary: the device was returned to medtronic for evaluation. The balloon appeared to be partially inflated. The distal tip was stretched, damaged and partially bunched. There was a large amount of a hardened, crystallized substance present in the balloon and the inflation lumen. It was not possible to inflate the balloon. The device was placed in a water bath in an attempt to disperse the crystallized substance. On removal from the water bath, negative purge confirmed the presence of a leak. A small radial tear was located on the balloon immediately proximal to the proximal side of the inner shaft marker.